Event description:
One endeavor sprint rx drug-eluting stent was deployed to the mid rca and one endeavor sprint rx drug-eluting stent was deployed to the prox rca (ref MFR # 2953200201002495). Post-procedure residual stenosis was 0% with timi 3 flow in both lesions. Pt received a loading dose of clopidogrel and was discharged the day after the index procedure on aspirin and clopidogrel. At the 30 day follow-up the investigator was informed that the pt has suffered a gi bleed approximately three weeks after the index procedure. The pt was taking aspirin and clopidogrel at the time of the event, clopidogrel dosing was suspended for 2 days after the event. Pt recovered without treatment. In the opinion of the investigator the event was mild in intensity, not related to the device or procedure and probably related to the study drug.

Manufacturer narrative:
(B)(4). Eval, results: gi bleed.